Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the slit lamp laser power was low during a photocoagulation procedure. The power was turned up to complete the case. There was no patient harm.

Manufacturer narrative:
The system and the slit lamp were examined and the reported event was not replicated. The slit lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 31, 2010. Based on qa assessment, the system met specifications at the time of release. The root cause of the reported event can be attributed to slit lamp fiber damages. However, how or when the damage occurred cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).